Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump modules which were infusing sedatives stopped working, stating "communication error" and the channels shut off promptly. The rn was in the room at the time of the event and the infusions were able to be switched to different channels on another pump. The pump was tagged and placed out of service. Biomed was notified and replaced the iui connectors which were reported to be "defective" with no details of the defect provided.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump modules which were infusing sedatives stopped working, stating "communication error" and the channels shut off promptly. The rn was in the room at the time of the event and the infusions were able to be switched to different channels on another pump. The pump was tagged and placed out of service. Biomed was notified and replaced the iui connectors which were reported to be "defective" with no details of the defect provided.